Event description:
The customer reported that the image was bright on the screen and the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the c-arm cable. The system operates as intended.